Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed a small cyst very close to the device pocket and went to their family physician to have the cyst checked. The patient's family physician decided to make a stab wound into the cyst to drain it and evidently the integrity of the implantable cardiac monitor pocket was disrupted by the physician. Later the patient was coughing and the implantable cardiac monitor pushed out through the open stab wound. No patient complications have been reported as a result of this event.